Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause could not be determined at present. As the subject device was tested positive in two separate occasions, omsc will submit two medical device reports. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2015-00796.

Event description:
Olympus medical systems corp. (Omsc) was informed that klebsiella pneumonia was detected from instrument channel of the subject device during a routine inspection which was performed in (B)(6) 2015. After the inspection, the subject device was sent to olympus and the instrument channel was exchanged for repair. It was reported that klebsiella oxytoca and klebsiella pneumoniae were detected from instrument channel of the subject device during a routine inspection in less than one month after the device was returned from repair. There is no report of adverse event related to the detection of the bacteria.

Manufacturer narrative:
This supplemental report is to provide the device evaluation results. The subject device was returned to olympus (B)(4) for evaluation. After the device was cleaned and disinfected by an automated endoscope reprocessor at (B)(4), a microbiological test was performed by an off-site institute. As a result, microorganisms including reported microorganisms were not recovered from the device. The subject device was returned to olympus (B)(4) for evaluation. The bending rubber, c-cover and angulation system have signs of wear and tear. As a result of the device evaluation, the exact cause of the reported event could not be conclusively determined.